Manufacturer narrative:
Lead model 3587a25, lot # n240311, implanted: (B)(6) 2010, explanted: na; lead model 3587a25, lot # n165964, implanted: (B)(6) 2010, explanted: na; extension model 3708360, serial # (B)(4), implanted: (B)(6) 2010, explanted: na; extension model 3708360, serial # (B)(4), implanted: (B)(6) 2010, explanted: na; programmer model 37743, serial # (B)(4); recharger model 37752, serial # (B)(4).

Event description:
It was reported that the patient's stimulation had been turning off on its own for the past two weeks. The patient was verifying with her patient programmer that stimulation was off. The past month of diary data showed that the patient had stimulation on usually 24 hours a day. Recharge statistics showed that the patient was recharging when she was at 25% or higher, so it did not appear that the loss of stimulation sensation was due to a discharged neurostimulator. Impedance measurements were normal. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that a manufacturer representative met with the patient to reprogram the device. Everything, including impedance, checked out ok. The representative looked at the patient's recharging diary and found that she wasn't charging correctly. The patient was educated on recharging and sent home. The patient was doing great at this point.

Manufacturer narrative:
(B)(4).